Event description:
Pt was admitted to the hospital in diabetic ketoacidosis with a blood glucose level of 500. When the base of the tender subcutaneous insulin infusion catheter was removed, a portion of the teflon catheter was missing. No attempt has been made to locate or retrieve the missing piece.